Manufacturer narrative:
Concomitant medical products: 5071-35 lead, implanted: (B)(6) 2005; 694758 lead, implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device battery is depleting faster than normal. The device remains in use. No patient complications have been reported as a result of this event.